Event description:
The healthcare professional (hcp) of the pt (pt) reported the pt felt feverish, achy and had diarrhea over the course of one week after using the sps 1550 device for hemodialysis treatment. The hcp relates that this pt is a home hemodialysis pt and responsible for performing pt's own hemodialysis treatments. According to the hcp, the pt has a history of noncompliance regarding proper disinfection of pt's sps 1550 device. The hcp relates that she suspected that the pt may have been feeling ill as a result of performing hemodialysis without properly disinfecting pt's home, sps 1550 device and as a result, she requested that the pt immediately perform a device disinfection. The hcp relates that she followed up with a home visit to the pt in 09/2001 and performed a water culture. The hcp relates that the pt no longer felt ill after disinfecting pt's sps 1550 and the results of the water culture were negative. According to the hcp, there was no pt injury or medical intervention.